Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the self-test failed. The errors were resolved during final testing. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error when turning the device on. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.